Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, and as a result, inappropriate anti-tachycardia pacing (atp) was delivered to the patient. Further analysis found that there had been a decrease in pacing impedance and amplitude measurements, but both parameters remain within normal limits. Technical services (ts) indicated that the noise observation could be pointing towards myopotential activity rather than an electromagnetic interference (emi) source, but this has not been conclusively determined. Ts provided troubleshooting steps in order to rule out lead impairment or any mechanical concerns. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.